Event description:
The pt was resented with a middle cerebral artery aneurysm, a 6mm moderately wide neck size. The physician used a 360 degrees gdc-10 coil sr to frame the aneurysm, plus a micrus cerecyte coil. Then the aneurysm was filled with 6 matrix coils. The coiling produced an excellent angiographic result but on the final run 2 blood cluts were seen to have formed at either side of the neck of the aneurysm. The pt was heparinized and given plavix tablets via a naso-gastric tube, plus reopro intravenously. After the treatment failed to disrupt the clot, a prowler-14 microcatheter was placed back in position and urokinase was administered onto the 2 clots. One clot dissolved, the 2nd persisted even after a second administered of urokinase. The pt was then taken to the intensive care unit. All angiographic runs showed that there was still good blood flow along the middle cerebral artery, despite the clot flow. The pt was reported to be recovering well from the procedure.